Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during an unknown phase of their pd treatment. The patient reported the event to the on-call pd nurse (pdrn). Someone from the clinic went to the patient's home and confirmed there was water damage and a replacement is needed. The cause of the leak is unknown. The nurse was advised to discontinue the use of their cycler and follow up with the patient's pdrn. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during an unknown phase of their pd treatment. The patient reported the event to the on-call pd nurse (pdrn). Someone from the clinic went to the patient's home and confirmed there was water damage and a replacement is needed. The cause of the leak is unknown. The nurse was advised to discontinue the use of their cycler and follow up with the patient's pdrn. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed missing door logo. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post accelerated stress test (ast) simulated treatment was performed on the cycler and passed. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.